Manufacturer narrative:
The device was received with the delivery wire and a detached web. The web was inspected under magnification and found to have a small piece of tether still intact. This tether did not display any signs of melting from a deployment signal from a wdc, and it is too long for the typical melt point of the tether. The tether appears to have been broken due to a shear/kink break. The fluoroscopic images provided to microvention show the web device being retrieved with a snare; the images do not appear to show the web being placed in the aneurysm or the web device's premature detachment. Based on the evaluation of the returned web device, the reported complaint of a premature detachment is confirmed. The detachment monofilament was found to be broken with a profile that is consistent with a shear or kink. The physical evaluation of the returned product could not definitively determine what caused the kink or shearing force, but it is consistent with the web system experiencing forces over specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer for evaluation. The investigation is underway.

Event description:
It was reported that after delivery into the aneurysm, the web was protruding into the carotid artery. The web was retracted to achieve better positioning in the aneurysm; however, during the attempt, the delivery wire detached from the web. The carotid artery was almost 90% occluded by the proximal segment of the web. A snare device was used to capture the device marker and retrieve the web successfully. There was no reported patient injury. The patient was reported to be stable and was discharged the day after the procedure.